Manufacturer narrative:
No belt clip was received with the insulin pump. No crack was noted on the display window. However, minor scratches on the display window, a scratched reservoir tube window and cracked battery tube threads were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack in the display screen. The customer's mother did not know the blood glucose reading nor how the damage had occurred. Neither the customer nor the insulin pump were present on the call, as the customer was at school. Advised replacement of the insulin pump. Nothing further reported.